Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products this is default text configured for block h10.

Event description:
Vascular occlusion [vascular skin disorder] ([pain], [skin discolouration]). Case narrative: the italian subsidiary notified teoxane geneva of an adverse event on (B)(6) 2025. According to the injector, a patient was injected on (B)(6) 2025 with 1.0 ml of rha 1 in the superficial lines of the forehead in the subcutaneous plane with a needle. Immediately after the injection, a red spot appeared on the forehead, but the injector first diagnosed a subcutaneous extravasation leading to an hematoma. Indeed, the patient didn't experience pain and no whitening was noted by the injector. The next day, on (B)(6) 2025, the patient experienced discomfort and pain in the forehead, so the injector seeked support from colleagues to inject 300 iu of hyaluronidase (the patient was living far away from the injector's office). The injector diagnosed the event as a vascular occlusion. Due to the seriousness of the symptoms, this case was assessed as reportable. On (B)(6) 2025, the patient consulted the injector who confirmed that the problem was completely resolved. The complaint was considered closed. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.